Event description:
The generator shut down in the middle of the procedure. Different power outlets and cords were used, however, the generator did not turn back on and the case was cancelled. There were no consequences to the pateint.

Manufacturer narrative:
One 4 lesion nt2000 rf generator was received for analysis. Visual inspection revealed no damage to the input and output connectors or the controls. All of the mounting hardware was secured. Normal wear was observed on the exterior enclosure. When the generator powered on, it passed the self-test and displayed the user interface. During functional testing, the reported event was confirmed as the generator shut down. Further investigation revealed the issue was isolated to the power entry module. The adhesive did not hold the power entry module intact causing an intermittent connection. Based on the information provided to abbott and the investigation performed, the root cause was isolated to the power entry module.